Event description:
Reportedly the patient underwent anterior resection and umbilical hernia repair. The patient went to recovery room post op. Six hours later, the patient had to return to or to repair wound dehisence of the wound closure. Patient is fine. No additional information was available.